Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation

Event description:
Patient reported "deflation". This record is for a right side. Device remains implanted.

Manufacturer narrative:
Clarification to d6b: partial date of nov/2024 provided additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.

Event description:
Patient reported "deflation". This record is for a right side. Device has been explanted and replaced.